Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that mycobacterium chelonae cultures grew on the driveline exit site on (B)(6) 2022. The patient was previously placed on antibiotics to treat the infection. This was an ongoing infection with symptoms of erythema, tenderness, and drainage. The patient received a heart transplant on (B)(6) 2022 secondary to the driveline exit site infection. The device operated as expected.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported driveline infection could not be conclusively determined through this evaluation. Heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), was returned with the pump cable severed approximately 11¿¿ from the pump header. The distal portion of the pump cable and the modular cable were not returned. A small section of sealed outflow graft was returned attached to the pump cover outlet port. The sealed outflow graft bend relief had been severed adjacent to its hardware and was returned engaged to the graft attachment hardware. The remainder of the sealed outflow graft and sealed outflow graft bend relief material was not returned. The outflow graft clip was returned properly seated over the sealed outflow graft hardware. The outer metal framework and dacron material of the apical cuff were not returned; however, and the inner metal ring of the apical cuff structure was returned still secured with the cuff lock fully engaged. Upon disassembly of the returned pump, visual examination of the pump¿s blood-contacting surfaces revealed no evidence of developed or adhered depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The lvad event and periodic log files retrieved from the returned device captured events consistent with the patient¿s reported transplant surgery. The retrieved data appeared to capture the device functioning as intended. (B)(6)was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, rev. C, and the heartmate 3 patient handbook, rev. D, are currently available. Section 1 of the IFU, ¿introduction¿, lists infection (local, driveline, and pump pocket) as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, lists infection as a potential late postimplant complication. Several sections of the IFU and patient handbook also provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.